Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an intraocular lens (iol) that was implanted in a patient approximately 16 years ago by another surgeon was recently noted to have a "funny discoloration around the iol". The physician stated it was a uniform milky discoloration on the iol from capsule block. A yag was performed, but the discoloration was still present. Additional information has been requested.